Event description:
The tip of this device was reportedly kinked while advancing it into the heart from vein access. No patient injuries were reported.

Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from (B)(6) hospital center on a viewflex xtra ice device that experienced a tip fracture while in use during a procedure. Per the feedback received from the hospital, this device was reported to have been inside the patient when the tip fractured. Innovative health received the device for evaluation on 26-oct-2021. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. No injury was reported.